Event description:
It was reported that foreign liquid was found in the bd ultra-fine¿ insulin syringe. The following information was provided by the initial reporter, translated from spanish: "customer comments that he found another syringe with the reported deviation, transparent liquid in the syringe."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign liquid was found in the bd ultra-fine¿ insulin syringe. The following information was provided by the initial reporter, translated from spanish: "customer comments that he found another syringe with the reported deviation, transparent liquid in the syringe."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 20-jun-2023 h6: investigation summary customer returned (4) 0.5ml 31g 6mm syringes in an open polybag from the lot# 2199443. It was reported by the consumer that the plunger was withdrawn, and it was detected that it contained a transparent liquid. All the return samples were tested, and small clear droplet of material came out of the cannula from three syringes. A small portion of this material was removed from the sample and prepared for ftir spectral analysis. The spectral analysis shows that this material is most likely silicone. A review of the device history record was completed for batch# 2199443. All inspections and challenges were performed per the applicable operations qc specifications. See h10.

Manufacturer narrative:
H6: investigation summary no samples were returned therefore the investigation was performed based on the photos. The customer returned five photos of the 31gx6mm syringe (see related (B)(4). The customer reported transparent liquid in the syringe. The photos were examined, and it was observed and there is a translucent bead of liquid that has solidified at the tip. This material may be the adhesive meant to hold the needle in place. A review of the device history record was completed for batch# 2199443. All inspections and challenges were performed per the applicable operations qc specifications. Based on the photos received, embecta was able to confirm the customer¿s indicated failure (foreign matter in syringe). A definitive root-cause could not be determined.

Event description:
It was reported that foreign liquid was found in the bd ultra-fine¿ insulin syringe. The following information was provided by the initial reporter, translated from spanish: "customer comments that he found another syringe with the reported deviation, transparent liquid in the syringe."